Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent remains in patient. Device issue: dislodged stent. It was reported that the device would not cross through another stent which had been implanted in another procedure and upon retraction, the stent dislodged. All attempts to snare the stent were unsuccessful. The stent remains in the patient. The patient was placed on a balloon pump. No additional event or patient information is available.